Event description:
Hcp reported on crf pump low batery alarm. In 11/2001 the pt experienced drug withdrawal. The pt was hospitalized and no action was taken. The pt was given clonidine, zofran and reglan. The pt underwent pump explant in 2001. Hcp reported event resolved without sequelae.